Manufacturer narrative:
Product complaint (B)(4). Photo evaluation summary: upon visual inspection of two photos, the following was observed: the two photos show the same tissue and it was noted three staples not properly formed in the tissue. Based on the photos reviewed, the event described of malformed staples is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experience >15 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, but quieter. Were the donuts inspected? If so, please describe. Both donuts were complete, one staple are not in b shape (non formed). Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Water and air probe were inconspicuous. How was the staple line issue identified? Additional sewing. Will the ostomy be reversed? Will be reversed later 3-6 month after second procedure. What is the current status of the patient? Hospital dismissal and wound control end of (B)(6) inconspicuous.

Event description:
It was reported that deep rectal surgery was performed. Staples did not close properly. Surgical intervention needed after five days. Artificial outlet was placed.